Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A non-conformance was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the genesis was explanted due to a wire breakage and was not replaced.

Manufacturer narrative:
Rod 1 and rod 2 were received for evaluation. Both rods were bent in four directions into approximately a 45-degree angle. The rods did hold the angle, however the surface of rod 1 appeared to be broken. Each of the rods was bent in four directions into approximately a 45-degree angle. The rods did hold the angle. With use over time the coil core inside the device will fatigue, which will result in the wire breakage as noted with this device. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. (B)(4) was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc.

Event description:
According to the available information, the genesis was explanted due to a wire breakage and was not replaced.